Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and moderately calcified coronary artery. A 2.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with another non-bsc balloon catheter. No patient complications were reported.